Manufacturer narrative:
E1.(B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed a hole on the pebax with internal parts exposed. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gage test were performed, and the device was irrigated correctly. No irrigation issues were observed. The root cause of the damage on pebax could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31060239l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially, it was reported that during ablation, steam pop occurred. There was no patient consequence. The steam pop was assessed as non MDR reportable. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-nov-2023, there was a hole in the pebax with internal parts exposed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 28-nov-2023.

Manufacturer narrative:
On 26-jan-2024, additional information was received and the physician¿s name and contact information were provided. Therefore, section e for initial reporter was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).